Event description:
Same case as MFR's report# xxxxxx tap it was reported that 321 days after implantation of a 2.5x24 mm and a 2.5x20 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procecure, the target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis of 95% was reported. A 2.5x24 mm taxus stent and 2.5x20 mm taxus stent were deployed in the lesion. A post-intervention stenosis of 0% was reported. No info was received on the tortuosity or the calcification of the vessel. The pt was placed on plavix and aspirin following the procedure. Pt complications were reported as none. The pt presented 321 days after the initial procedure with an in-stent restenosis of 99% in the mid lad. The vessel was balloon dilated and subsequently a cypher stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. Pt complications were reported as none.